Manufacturer narrative:
Follow-up #1: date of submission 11/26/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2013 with the following findings: the pump boots to the verify screen with audible and vibratory sounds. Review of alarm history and the black box data show no errors or alarms related to the complaint. Tdd¿s add up correctly. A rewind, load and prime sequence was successfully performed with no errors. Pump was exercised for 24hr duration period; no alarms occurred during testing. The pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate the reported complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they wanted to return the pump. The patient stated that they are a new user since (B)(6) 2013. The patient stated that the pump works fine during the day but at night they have to get up two to three times and every morning they wake up with bg over 25 mmol/l. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There were no other details why the patient had to get up at night. The patient was asked to troubleshoot but they refused. This report is being made due to the unusual other issue.